Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot#: va1fj6x , product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) via a manufacturer representative (rep) reported that the lead was found to have high impedances out of box during an implant procedure. The physician used a different lead and it worked fine. No medical symptoms were reported. No further complications are anticipated. The patient was implanted for movement disorders.